Manufacturer narrative:
Conclusion: there is insufficient information to determine the root cause at this time. Surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. Paperwork received by the facility indicated that the procedure had "failed," but no specific failure mechanism was provided. Review of the device history record showed that this product met all manufacturing specifications for product released to distribution. There were no non-conformances, reworks or deviations noted that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that this annuloplasty ring in the mitral position was implanted and explanted on the same day. Paperwork received by the facility indicated that the procedure had "failed," but no specific failure mechanism was provided. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.